Event description:
The customer states that the ortho provue gave a false negative result on a dat test performed on a cord blood sample. No results were reported.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and performed a camera adjustment. The fe also performed a reference image and inspected the light source and diffuser plate. Repairs have returned the instrument to expected operation. (B)(4).